Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly and cine bridge pcb were evaluated and replaced. System software was also reloaded. The system was tested and found to be working as intended and returned to service

Event description:
The customer reported a loss of vascular imaging mode functionality. No patient or user injury was reported related to this event.